Event description:
It was reported that the patient developed pyelonephritis and hydronephrosis in june, after having a transurethral water vapor therapy procedure in february. There were no device problems reported. Since the prostate was not particularly large, only 2 to 3 shots were administered. The patient is still hospitalized and undergoing tests.